Manufacturer narrative:
The ventilator was investigated by our field service engineer and damaged parts were replaced. The ventilator passed all safety and functional tests and was cleared for clinical use. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". According to received information, the ventilator was being moved inside the gauss safety line, which was marked on the floor. Our conclusion is that the incident was caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator became magnetically adhered to an MRI scanner. There was no patient harm. Manufacturer's ref #: (B)(4).